Manufacturer narrative:
Citation: ruparelia n. Tavi in 2015: who, where and how? Heart. 2015 sep;101(17):1422-31. Doi: 10.1136/heartjnl-2014-307008 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter aortic valve implantation (tavi) in 2015. All data were collected from multiple centers. The choice study population included 241 patients, 120 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate aortic regurgitation, stroke, coronary occlusion, permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.